Event description:
Related manufacturer reference number: 2017865-2022-04587. It was reported that the patient presented remotely via merlin.net. Device interrogation revealed false automatic mode switch due to unspecified oversensing, loss of ventricular capture due dislodgement on the right ventricular (rv) lead. Device interrogation revealed false automatic mode switch due to unspecified oversensing due to dislodgement on an atrial (ra) lead. On (B)(6) 2022 the physician elected to cap and replace both rv and ra leads. The patient condition was unknown.

Manufacturer narrative:
The reported events were dislodgement, pacing issue and over sensing. As received, a complete lead was returned for analysis. The pacing issue and over sensing anomalies was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The damages found are consistent with procedural damage where the helix was noted to be extended at 1.44mm, covered in blood / tissue, and it was stretched / damaged.